Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 171 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or low battery alerts noted. The pump was programmed with the current time and date, monitored and tested with the time and date functioning properly. The pump was received with a broken reservoir tube lip and severely scratched display window.